Event description:
A pt reported that their one touch ultra meter is giving inaccurate high readings. Pt had an insulin reaction due to that. Medical affairs specialist was unable to reach the pt to obtain more info. Per documentation by the customer service rep, the pt stated that the meter was giving pt false high readings. The meter showed results between 150-180 mg/dl throughout the day. But pt was feeling sweaty and sick to the stomach. Pt stated that pt took extra insulin based on the blood glucose readings on the meter (unknown how much insulin pt took). Pt then had an insulin reaction (unknown if pt tested on the meter at that time). Paramedics were called (unknown time frame) and their meter read 27 mg/dl. Pt was given glucose for treatment. Pt was also comparing their meter to spouse's elite meter (non-lifescan meter), which is an invalid comparison. Pt did not have any control solution to check out the meter and strips. This case is reported because the pt took insulin based on the meter readings and had an insulin reaction where pt needed assistance from a healthcare professional. A letter was sent to try and contact the pt for more info.